Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level reached 320 mg/dl, which is within the acceptable range. Technical support arranged to replace the pump, ensuring the replacement would include updated software. The customer was advised on using a backup therapy, multi-dose insulin (mdi).